Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was returned for inspection and the event was confirmed. Our investigation found that the blue handle has indeed become loose. The weld of the hammering anvil broke and it therefore detached from the handle. We suppose that a mechanical overloading situation has led to this damage. The blade is still fully functional though. Further investigation showed conformity of the articles in question to the company specification and no apparent fault of material or manufacturing was detected. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. The instrument conforms to our specifications and no product fault could be detected. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective. We suppose that a mechanical overloading situation has led to this damage. The device failure is related to the conditions of use and operational context contributed to this event.

Event description:
It was reported that the impactor instrument was coming undone and falling apart. No further information was provided. This is report 1 of 1 for complaint (B)(4).